Event description:
Customer reports receiving an inaccurate reading on his blood glucose meter. Customer received a reading of 239 mg/dl compared to a lab result of 92 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.